Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Four photographs of a powerpicc catheter was returned for evaluation. An initial visual observation of the photographs showed a split in the catheter tubing near the molded joint; however, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient came in for a dressing change on his PICC line. The line was originally placed on (B)(6) 2024 in his left arm. Patient complained after last dressing change of the line being very stiff and hard to flush. The patient requested we straighten the line as during the previous dressing change the line was curled to fit within the dressing. When the nurse took the old dressing off, she could see that the line was visibly kinked. A new dressing was placed, but upon flushing the line was visibly leaking under the dressing. Upon further inspection a hole was visible where the line had previously been kinked. The line was discontinued and a new line was placed in the patients right arm so the patient could finish his antibiotic therapy. No injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the patient came in for a dressing change on his PICC line. The line was originally placed on (B)(6) 24 in his left arm. Patient complained after last dressing change of the line being very stiff and hard to flush. The patient requested we straighten the line as during the previous dressing change the line was curled to fit within the dressing. When the nurse took the old dressing off, she could see that the line was visibly kinked. A new dressing was placed, but upon flushing the line was visibly leaking under the dressing. Upon further inspection a hole was visible where the line had previously been kinked. The line was discontinued and a new line was placed in the patients right arm so the patient could finish his antibiotic therapy. No injury was reported.